Event description:
A user facility reported that while using the spin vision video processor for bronchoscopy, two h-steri x-large scopes were opened and both had a blurry/hazy image. The user reset the monitor settings to default but the overall image was still off, like there was a film covering the lens. It was stated that it was much worse than typical. The processor was on software version spin-0.00.021. The user tried a third scope, and the system worked as expected. The patient was under anesthesia at the time. The troubleshooting caused a 30 minute delay while the patient was under anesthesia; physician tended to another patient while the troubleshooting was conducted. The procedure was completed as expected and no additional procedure will be needed. This event requires three reports (B)(6). This report is for (B)(6).